Event description:
It was reported that the fiber could not be used because when the fiber was connected to the laser, during manipulation to be introduced into the working channel, the fiber split in two. The split point was too close to the laser and so the excess length was not long enough to use. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber was not split in two; therefore, the reported event is not confirmed. Visual analysis did identify that the fiber tip was degraded, and the fiber connector exhibited some burn marks. The fiber returned in one piece. Functional analysis did not reveal light escaping from the fiber body. When connecting the fiber to the system, the aiming beam was dim and a courtesy message of "fiber expired! Connect new fiber and resume operation" was displayed. The fiber exhibited signs of normal usage. The customer may have perceived the fiber degradation due to normal use as a break. Laser fibers are consumable devices and expected to degrade with use. Burn marks on a connector face can be caused by prolonged use of the device. The probable cause that contributed to the observed device finding can likely be traced back to wear consistent with normal use; analysis found no evidence of design or manufacturing issues. According to the IFU, if the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the analysis result and information available, there were no splits or breaks identified on the fiber, and the procedure was completed without patient complications. The information reasonably suggests that the identified degraded fiber tip and burn marks were due to normal usage. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that the fiber could not be used because when the fiber was connected to the laser, during manipulation to be introduced into the working channel, the fiber split in two. The split point was too close to the laser and so the excess length was not long enough to use. The procedure was completed using another fiber without patient complications.

Event description:
It was reported that the fiber could not be used because when the fiber was connected to the laser, during manipulation to be introduced into the working channel, the fiber split in two. The split point was too close to the laser and so the excess length was not long enough to use. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
D4 lot number: corrected. D4 expiration date: corrected. D7 sud reprocessed and reused: corrected. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber was not split in two; therefore, the reported event is not confirmed. Visual analysis did identify that the fiber tip was degraded, and the fiber connector exhibited some burn marks. The fiber returned in one piece. Functional analysis did not reveal light escaping from the fiber body. When connecting the fiber to the system, the aiming beam was dim and a courtesy message of "fiber expired! Connect new fiber and resume operation" was displayed. The fiber exhibited signs of normal usage. The customer may have perceived the fiber degradation due to normal use as a break. Laser fibers are consumable devices and expected to degrade with use. Burn marks on a connector face can be caused by prolonged use of the device. The probable cause that contributed to the observed device finding can likely be traced back to wear consistent with normal use; analysis found no evidence of design or manufacturing issues. According to the IFU, if the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the analysis result and information available, there were no splits or breaks identified on the fiber, and the procedure was completed without patient complications. The information reasonably suggests that the identified degraded fiber tip and burn marks were due to normal usage. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.